Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the anterolateral stabilization according to lemaire, the anchor failed to hold in the drill hole despite correct pre-drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-2324bcc-1). It was not necessary to switch the surgical technique or do a second surgery.